Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. No other discrepancies or discernible damage to the returned right-angle ext. Or power cord. A golden power supply was used for further testing and investigation. It was also reported that the pes sparked at the power connector plug ¿ customer also reported sparking. It was determined to be confirmed due to the exposed and frayed wires on the power supply. Root cause of sparks being produced when the unit was powered on concluded to be the returned power supply was not used for testing due to safety protocol. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported patient electronic system sparked at the power connector cord. The patient electronic system was replaced and no adverse consequences were reported by the patient.